Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the handpieces get very warm when making the first groove into the cataract lens. The handpieces primed as normal. The case was completed with an alternate handpiece. There was no patient harm. Additional information was requested and received. The customer reported that during several surgical procedures after sculpting one groove the handpiece does not phaco anymore and the handpiece gets warm. It no longer makes the hissing noise.

Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).